Event description:
It was reported that log files were submitted for evaluation due to concern for possible interference between the patient's pacemaker and their left ventricular assist device (lvad). The account later communicated that the issue had been identified. The patient¿s right ventricular pacemaker lead appeared to have migrated through the septum and was touching the inflow cannula when viewed through imaging. It was expected that this would require a lead revision.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an interference between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient¿s pacemaker due to the right ventricular lead touching the pump's inflow cannula could not be confirmed. The submitted system controller event log file contained events from (B)(6) 2023. No notable events or alarms were captured, and the pump appeared to function as intended at the set speed. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Sections 1, "introduction", section 5, ¿surgical procedures¿, and section 6, "patient care and management", states that the heartmate 3 pump may cause interference with implantable cardiac defibrillators (ICD) or implantable pacemakers (ipm). If electromagnetic interference occurs, it may lead to inappropriate ICD/ipm therapy. The occurrence of electromagnetic interference with ICD/ipm sensing may require adjustment of device sensitivity and/or repositioning the lead. Section c, "safety testing and classification", states that the heartmate 3 left ventricular assist system can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was concern that the patient's pacemaker and pump had interference. Imaging revealed the pacemaker touched the inflow cannula.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.